Event description:
It was reported that customer experienced cartridge alarm during cartridge loading process while using pump. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge following proper load steps, was able to successfully load cartridge and resume insulin therapy, and issue was resolved without further assistance.